Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise with pacing inhibition leading to greater than two seconds of asystole. Subsequently the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.